Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure at the time of inspection, it was confirmed that the active blunt probe long cable was fracture. There was no patient present. Additional information received from a manufacturer representative indicated the likely cause of the active probe disconnection was deterioration due to product age.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. Analysis found that the cable jacket of the probe was damaged, resulting in internal wiring being exposed. However, the probe was able to track and verify normally. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.